Event description:
The complainant reported that an impella cp was placed without issue though the short sheath. The pump was started on auto. Approximately three minutes later, the medical doctor found the groin site bleeding profusely. The impella cp and sheath were explanted immediately. Manual pressure was held. Mass transfusion was ordered and delivered though a belmont. An angiogram revealed the side branch of the femoral artery was perforated. The patients outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿